Event description:
It was reported, the patient's heart rate was faster than the programmed rate on the device. Patient questioned if device could have a malfunction. Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).